Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/ patient contacted lifescan (lfs) alleging a battery charge issue with her onetouch verioiq meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged the issue with the meter started on (B)(6) 2015, at 2:30pm. The patient manages her diabetes with insulin (self-adjuster). She denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported, five hours after the problems with the meter started, she developed symptoms of ¿dizzy, nauseous, headache¿, but denied receiving any treatment for her symptoms. During troubleshooting, the cca noted that the patient was not using the meter for the first time and the meter did not turn on when the power button was pressed. The cca also noted that there had been no misuse of the product and that the patient noticed the battery indicator or message per labeling had appeared prior to the meter not turning on. The patient was unable to perform a rapid charge. The patient did not have test strips available to test whether the meter turned on when a test strip was inserted per owner¿s manual. The alleged issue remained unresolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. However, this complaint is being reported because the alleged product issue was not resolved during troubleshooting.